Event description:
The infant was receiving ng tube feeding. Upon assessment rn noticed crib sheet was wet and leaking at hub of ng tube. Upon inspection noticed crack at hub. Ng tube was removed and new one placed. Breast milk that was in syringe was discarded due to risk for infection on premature infant.